Event description:
It was reported to vyaire medical that the bellavista had turned off, even when it was connected to power. Damage to the default board. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g6, h2, h6 and h11. After reviewing the case with the customer, the technical service team determined that the ventilator requires a new mainboard. Work order (B)(4) was created to assess the device. Currently, the work order is on hold, awaiting the arrival of the mainboard at the customer¿s facility for repair.

Event description:
Additional information received indicates that after reviewing the case with the customer, the technical service team determined that the ventilator requires a new mainboard. Work order (B)(4) was created to assess the device. Currently, the work order is on hold, awaiting the arrival of the mainboard at the customer¿s facility for repair.